Event description:
The customer stated that her meter had been reading higher than usual and may have caused her to take too much insulin. She stated that she had gone to the hosp for low blood glucose. She was given glucose to bring her blood glucose up and released after 4 hours. The customer did not provide any other info about the event. Troubleshooting showed the system to be operating as designed, so no product will be returned at this time.